Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the tip of the battery handpiece device housing was deformed. It was further determined that the device failed the following pre-tests: check for leakage, check proper function of the triggers, check the incompatibility with lid of trauma (trs) recon saw, check of free moving, check falling out protection (steal ring), check fitting of the lids, check function of all modes and check response of on/off trigger. It was noted in the service order that the device was not working properly. It was unknown if the event occurred during a surgical procedure. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.